Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: it was reported that particles were observed within the syringe and IV bag during preparation. No injector or syringe samples were received. For investigation, one IV bag and a c180j spike set were provided to our quality team. Upon inspection, a gray particle was observed inside the infusion bag, verifying the reported concern. Characterization testing was performed and it was determined that the particle was consistent with material from the rubber stopper of the infusion bag. It was noted there was a significant tear within the stopper. No damage or related defects were identified within our device that could have contributed to this observation. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As a lot number was unavailable for this incident, a device history record review could not be completed. Coring of the rubber stopper may occur depending on stopper quality, design, or if a poor connection is made. Coring of the rubber stopper may result depending on the stopper quality, the design, or if a poor connection occurs. While we cannot identify the specific cause, the particle likely generated during the connection of the device. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) follow up report for correction. Medical device brand name has been updated to spike connector c180j. Medical device catalog # has been updated to 515322.

Event description:
No additional information provided.

Manufacturer narrative:
(B)(4) follow up report for correction. Medical device brand name has been updated to l connector c180j.

Event description:
No additional information provided.

Event description:
Event details: it was reported that suspicion of coring during paclitaxel preparation, want to know the cause because customer aware that there is no problem with the technique. Two vial connection protectors 515111. 1 x 515008 syringe connection. 1 infusion bag with c180 connection (there is a coring piece in the infusion bag). Bd sales representative confirmed that the coring occurred in one of the three returned products (vials with protectors). They also reported that the coring fragments are in the injector or syringe.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.